Event description:
In mid august, it was reported that the pt passed out and stopped breathing; the cause was unk. The physician wanted to do an MRI of the pt's head only. In mid to late oct, the pump refill healthcare professional (hcp) reported that the pt went to the hospital; there was no record of when she went to the hospital. There was a CT scan on (B)(6) 2010; the results were not provided. The hcp had no further info. In early dec, it was reported that the pt met with her hcp; her device was reprogrammed successfully; and the pt had a "morphine pump".

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.